Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump time was incorrect, cause was due to cgm error. Customer¿s blood glucose was 90 mg/dl. Reportedly the pump was reset, customer corrected the time and the customer continued to use the pump for insulin therapy.